Event description:
It was reported that an instrument was broken. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) g2: foreign - event occurred in chile. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. Visual examination of the provided pictures identified the flex drill shaft has fractured. Device not returned, further analysis cannot be made. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. The root cause of the reported issue is attributed to user error as the instrument was checked and confirmed to be in poor condition prior to surgery starting and it broke when it was tested. If it was in poor condition prior to use, spd should've caught it before it made it to the or. As per IFU, it states 'biomet recommends that all instruments be regularly inspected for wear and disfigurement prior to use. Inspect the instruments for damage and completeness upon receipt and after each use and cleaning. Instruments in need of repair should be set aside for repair service or returned to biomet.' A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: e1; e2; e3; g2; g3; h2.